Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in for assistance using the communicator. Reviewed communicator needs to be unplugged. After unplugging the communicator from the charging cable the patient was able to connected to the ins. Patient saw a por message. Patient was able to clear the por message and activate MRI mode. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue.